Event description:
Surgeon attempted to clip a structure with an er320 ligaclip clip applier. The stapler misfired, and did not close completely around the vessel. The staple was removed, and another was attempted. The second staple did not completely close.======================manufacturer response for ethicon ligaclip er320 (10mm), ethicon (per site reporter).======================manufacturer will send product for analysis.